Event description:
It was reported that the patient had experienced an infection. As a result, the physician administered antibiotics to the patient and explanted the entire system approximately 6 weeks ago.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  During processing of this complaint, attempts were made to obtain complete event information. Date of event is estimated.